Event description:
It was reported that the patient underwent a tricuspid valve replacement procedure. After the procedure, the pulse generator exhibited premature alerts for end of life and elective replacement indicator. On (B)(6) 2013 a software download was performed and normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.